Manufacturer narrative:
This report is for an unk - nail head elements: fns anti-rotation/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for the femoral neck fracture with fns. On (B)(6) 2019, the sub-trochanteric fracture was observed. There was no surgery delayed are reported. The patient outcome was unknown. This is report 2 of 4 for (B)(4).